Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf patient code e2015 captures the reportable event of tissue damage.

Event description:
Note: this report pertains to one of three captivator cold single-use snare used in the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was unable to cut the polyp. After multiple attempts to open, reclose, and excise the polyp, both the tissue and the polyp were significantly damaged. The procedure was completed with another of the same device. There were no other patient complications reported as a result of this event.